Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 04jul2016 our affiliate in (B)(4) received a call from an eye care provider (ecp) who reported that a patient (pt) complained of pain and red eye while wearing the acuvue oasys brand contact lenses. It was reported that the os was the affected eye. The pt reported that he/she visited a hospital on (B)(6) 2016. On 26jul2016 additional medical information was received as follows: the ecp reported that the pt had worn the suspect os lens six full days and on the seventh day after four hours of wear the lens ¿was bothering.¿ it was reported that the pts eye was swollen and hospital diagnosed the pt with ¿massive eye inflammation¿. Date of ecp visit: ¿(B)(6) 2016; cl wearer (soft 2 week cl) redness, ¿epiphora¿, ¿cauterise¿, foreign matter feeling since this afternoon; injection with small erosion peripheral at 10:00, otherwise clear; evaluation/therapy : ceratitis (keratitis) cl associated os. We recommend therapy and ask to consult an ambulant ophthalmologist on monday. Bring cl if necessary, to forward it, if find it worsening. Cl abstention; procedure/recommendation: polyspectran at five times daily; floxal rdo five times daily.¿ no additional medical information is available. The event for the pts os is being reported as a worst case. The lot # is unknown and is not available. The suspect lens was requested. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One (1) unmarked lens case, which contained 2 lenses were received for evaluation. The 2 lenses were evaluated as requested with the following results: the base curve, centre thickness, diameter measured within specification and are consistent for oasys product. Power measurements were within specification and consistent for a -6.00 and -5.50 oasys lens as confirmed prescription to the patient; a visual inspection revealed no abnormalities on the lenses. We were unable to further investigate lot history as there was no lot number provided for this event. (B)(4).